Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through amulet laao registry data that on (B)(6) 2022, an amulet left atrial appendage occluder was implanted. On (B)(6) 2022 it was noted that the patient experienced respiratory failure and pericardial effusion. On (B)(6) 2022 it was noted that the patient expired from a cardiovascular reason. No additional information was reported.

Manufacturer narrative:
An event of respiratory failure , pericardial effusion and patient death due to a cardiovascular reason was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 device code 4580, 4648 removed.